Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, and the customer intended to use multiple daily injections (mdi) as a backup therapy. Additionally, technical support was to complete a field correction form on behalf of the customer, who expressed interest in obtaining an out-of-warranty loaner pump.